Event description:
On (B)(6) 2009, the pt reported the rubber on her insulin infusion device has separated from the device and moisture has gotten into it. She stated she thinks the moisture is due to perspiration. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.